Manufacturer narrative:
Testing of actual/ suspected device (10/ 3233); a getinge field service engineer (fse) was dispatched for a previously reported issue reported under medwatch report 2249723-2021-03005. The fse was unable to duplicate any errors. Subsequently, the fse performed scheduled preventative maintenance (pm) and replaced the batteries per procedure. The fse hen performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
The customer's biomed received an incident report regarding the cs300 intra-aortic balloon pump (iabp), as per end user, the first time they turned on the iabp, an error was displayed, the end user then restarted the unit and the error disappeared. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
Device is not accessible for testing due to the customer not requesting repair service at this time. A supplemental report will be submitted when additional information is provided and/or our investigation is completed. Not returned to manufacturer.